Event description:
Baxter affiliate (ba) reports "the filter was broken at the middle of the dialysis." This occurred with a ca-hp 210 dialyzer. Ba reports that there was no pt injury or medical intervention associated with this incident. Nothing more about this incident is known at this time.